Manufacturer narrative:
No service was requested, the user facility performs repair and service by themselves. No ventilator logs were provided. During investigation by the user facility¿s biomed department after the event, the ventilator failed internal leakage test during pre-use check with the message ¿pressure transducer difference >5 cmh2o¿. Recommended action if this test fails is to check the pressure transducer pcbs (printed circuit board). One of the pressure transducer pcbs was reportedly replaced by the user facility, unknown which. After replacement, the ventilator was functional and returned to clinical use. The pressure transducer pcb was not returned for investigation. Since no ventilator logs were provided and the pressure transducer pcb was not returned for investigation, the root cause of the reported event has not been determined. If the pressure transducer pcb fails, alarms will be generated during both pre-use check and ventilation. H3 : 4117.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that during patient treatment, the ventilator stopped air supply. The patient desaturated to unknown level. The ventilator was replaced and ventilation could continue. Final patient outcome was no injury manufacturer's ref #: (B)(4).